Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer at first wouldn't update, then the stylus wouldn't work and then the programmer itself would not turn on. The programmer has been returned for service. There was no patient involvement reported with this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the stylus would not work and that the programmer would not update, however analysis could not confirm the customer comment related to device power up. However the link electronic module printed circuit board assembly was reseated as preventative. The stylus was replaced and calibrated and the hard drive was reconfigured and the software was reloaded. All found defective parts were replaced and all other identified issues were resolved. Device passes final functional and system tests. If information is provided in the future, a supplemental report will be issued.